Event description:
It is reported that the patient received an acetabular cup and that the doctor advised that she needs a revision due to high failure rate and that he sent the patient in for MRI and blood test.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
During a retrospective review it was discovered that this follow-up information needs to be reported. Measures have been taken at zimmer to avoid late follow-up reports in future.

Manufacturer narrative:
The devices were still not returned to the manufacturer. Patient underwent revision surgery on (B)(6) 2012 due to loosening. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2009 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed.

Event description:
It is reported that the patient underwent revision surgery on (B)(6) 2012 due to loosening.

Manufacturer narrative:
Additional information was received on june 25, 2015. The devices were returned and the result of the visual examination has been made available. Severe dark third body material present on the articulating surface of the metasul ldh large diameter head. Light third body material and wear present on the inner faces and taper cavity floor of the metasul ldh large diameter head. Severe dark third body material present on the articulating surface and rim of the durom acetabular component. Moderate dark third body material present on the porous coating of the durom acetabular component. Dark third body material collection in the scallops and circumferential fins of the durom acetabular component. Light wear and scratches on an unidentified zimmer neck adapter. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed.